Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The vse instrument used during this event was requested to be returned for failure analysis investigations, but isi has not yet been received instrument. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer (fse) reviewed the vessel sealer logs for this instrument and event: the fse was unable to gather the e-100 generator logs. According to the fse, there were some logs available but nothing that indicated an error. A system log review was performed for this procedure: an error 22025 was observed indicating that the vse instrument blade was unable to retract. This event is being reported due to the following conclusion: during a da vinci-assisted hysterectomy, the surgeon indicated that unspecified vessels were inadequately sealed after a vse instrument was used to seal and cut the vessels. The surgeon resealed the bleeding locations using the same vse instrument to resolve the bleeding. The cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the surgeon was using the vessel sealer extend (vse) instrument with a e-100 generator and there was some bleeding observed from unspecified vessels which were sealed with the vse instrument. The sealing tones indicating that the seals were complete were audible. After moving the vse instrument to another generator, the surgeon used the same vse instrument to resolve the bleeding. The procedure was completed robotically with reportedly no patient injury. Intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that hemostasis was not good throughout the procedure and there was some oozing of blood. The surgeon indicated that there was no adverse patient effect. An isi clinical territory associate (cta) was present during this procedure and provided information: the cta said the sealing tones were audible and indicated completed seals. The surgeon was using the e-100 generator for these seals. The surgeon resealed the oozing locations with the same vse instrument to resolve them. The procedure was completed robotically.